Manufacturer narrative:
(B)(4) date sent: 10/20/2025 d4: batch #unk. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes if yes, were the staples formed properly? Yes if yes, was the staple line complete? No did the device cut? Yes if yes, was the cut line complete? No was there any difficulty opening the device? No. A manufacturing record evaluation was performed for the finished device ecr60d with lot number 314c50; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not fire farther after fired a little. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.